Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the clinic manager clarified the blood leak occurred within 1 minute upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the dialysis return line. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with a blood leak alarm. Fresenius bloodlines were not used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Routine labs were drawn but no intervention was required. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria..a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A customer reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the clinic manager clarified the blood leak occurred within 1 minute upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the dialysis return line. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine that did alarm appropriately with a blood leak alarm. Fresenius bloodlines were not used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Routine labs were drawn but no intervention was required. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.